Event description:
It was reported that, "the above listed implant was explanted and replaced with a new head 6280-0-328 (lot 20661003) 2 52 28mm +10 head onto the existing pca stem. The identification number and lot code of the existing pca stem is unk as is the original implant date. The acetabular insert of another manufacturer was also replaced due to wear. The above listed head, and the acetabular shell and insert of another manufacturer were implanted in a revision on (B) (6) 1998 in which a pca acetabular cup and insert were removed. No info about the original surgery is available."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were requested, but not provided. If additional information becomes available then it will be submitted in a supplemental report.